Event description:
An alarm issue was reported with the adc device in use with iphone 13 pro max with ios operating system version 16.6.1. A signal loss was reported with the adc device and the customer was unable to obtain readings and receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced not being able to eat, no energy, tiredness, and was unable to self-treat. The customer had contact with a healthcare professional (hcp) who administered "ad solution" for the treatment of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.